Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad of insulin pump was not working. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Pump error 63(variable 3) alarmed during self test and confirmed in insulin pump history file due to a broken trace at keypad assembly.